Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous right posterior descending artery (rpda) that is 90% stenosed. The 2.5x48mm xience skypoint stent deliver system (sds) failed to cross with the use of an unspecified extension catheter due to resistance with anatomy. Resistance during removal of the sds was felt with anatomy. A drug coated balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.